Manufacturer narrative:
Blank display due to damaged battery tube. Unable to verify battery loss due to blank display. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case battery tube, cracked battery tube threads, and cracked keypad overlay. The p-cap/reservoir does lock properly. Confirmed blank display due to damaged battery tube. Cosmetic damage was confirmed at battery compartment during analysis. Unable to confirm battery loss and relace battery alarm due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump after it was dropped from a height of 3 feet onto a wood floor, received a blank display, and a replace battery alert. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was performed, and the customer reported damage to the battery tube side. The customer also reported that the functionality was not affected. The pump will be replaced, and the customer was instructed to discontinue pump use, revert to their backup plan, and place the pump in storage mode. No harm requiring medical intervention was reported. Product mmt-1884l was requested for return, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.